Event description:
Device was implanted in 2006 into a patient with a severe osteopenia bone condition. Patient, who was described as a "heavy laborer" went back to work in 2006. Three months, the patient came back for a check-up experiencing neck pain. X-rays revealed that one of the center cervical screws had partially backed out and the spring clips that are designed to keep the screws in place had broken and had migrated to the lower level of the plate. Upon removal of the plate and pieces, it was identified that the spring clips had broken on the middle and lower level of the two level plate.

Manufacturer narrative:
Device was evaluated and it was determined that the cervical plate did not cause the cervical spine to subside. Both metallurgical and mechanical testing pointed to the fact that the spring clips came apart due to structural overload of the plate construct. The patient's prior bone condition coupled with the allograph used potentially may have contributed to the occurrence.